Manufacturer narrative:
Com-(B)(4). H10: MFR (B)(4). Was submitted in error and can be retracted. Actual issue reported by patient does not meet the criteria of a reportable event.

Event description:
B5: subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.